Event description:
It was reported that the handpiece was running continuously without user activation, during testing at the heatlhcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the handpiece was running continuously without user activation, during testing at the heatlhcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported event could not be duplicated. Upon examination, no components were identified which would have likely caused or contributed to the reported failure. The user facility was unable to provide additional information. The device was serviced for preventative maintenance, and returned to the user facility.